Event description:
A non-healthcare professional reported that the aspirator was not cutting during vitrectomy surgery. The procedure was completed. It was unknown how the procedure was completed. There was no reported information about patient impact. Additional information has been requested. None received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. The results of the investigation found the probe aspiration tubing kinked and folded underneath the probe rear shell which will prevent probe aspiration and result in the customer's experience. The vitrectomy probe¿s rear shell is meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it will result in the folded tubing observed. The investigation conducted a non-conformance review of the reported lot number. No deviation was identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met. The most likely root cause was related to an operator improperly connecting the probe rear shell to the probe engine after the probe was leak and flow tested. The rear shell should be manually connected by the operator prior to the probe test. After final assembly of each probe, a leak and flow test is performed at the tester station to detect and screen out nonconforming probes such as a kink on the aspiration line. Based on the results of the investigation, no additional manufacturing or corrective actions are required at this time. Current complaint tracking shows no adverse trends associated with this product or the reported failure mode. Each probe undergoes a leak and flow test at the tester station after final assembly to identify and prevent release of nonconforming units, including those with aspiration line kinks. This process is established and continues to be verified through routine quality monitoring. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).